Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device troubleshoots and is continuing to be very loud related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. During investigation the manufacturer observed an unknown white contamination (dust like), at the air inlet of the blower box, unknown white contamination (dust like), on top of the blower motor. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation.